Event description:
It was reported that before use, during checkout, staff noticed that the cardiosave intra-aortic balloon pump (iabp)staff noticed batteries not releasing from battery bays. Springs are not pushing out the battery. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (problem and impact code). Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has charging issue, springs are not pushing out the battery. There was no harm reported.

Manufacturer narrative:
It was reported as charging issue and during checkout, staff noticed cardiosave intra aortic balloon pump (iabp) batteries not releasing from battery bays.no patient use or harm.a getinge field service engineer (fse) able to verify issue. Replaced batteries. New batteries pop out of battery bays per design. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer.